Event description:
During the surgical procedure, the instrument twist-lock cannula mount (a non-patient contact instrument accessory) broke in half. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery since the hospital did not have a backup instrument cannula mount.